Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, a loose connection was reported between supply line of the (B)(4) cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The care giver stated that the supply lines were loose and that they were able to twist the lines tighter to the supply bag. The care giver also stated that the fluid leaked outside of one of the supply bags. The care giver was unable to determine where the leak was coming from. The renal therapy service agent (rtsa) had the patient cycle the power on the homechoice to clear the alarm and to advance the device to press go to start. The rtsa assisted the care giver with proper disconnection procedures. The rtsa reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.